Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of lot-specific similar complaints identified no other complaints reported from this lot. The reported patient effect of tissue injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported inability to grasp appears to be related to challenging patient anatomy. The inability to capture was due to the inability to grasp. The reported unspecified tissue injury appears to be due to the positioning failures. There is no indication of a product issue with respect to manufacture, design, or labeling. The other implanted clip (10809r139) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report leaflet injury (10809r138). It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with an mr grade of 4. Additionally, the mitral valve leaflets were noted to be friable. The first clip was implanted without issue. To further reduce mr, a second clip was advanced to the mitral valve. The leaflets could not be grasped and the leaflets would not remain captured. The clip was not implanted and was removed. Another clip (10809r139) was implanted without issue lateral to the first clip; however, after clip deployment, leaflet injury was observed. Mr returned to 4. To further reduce mr, another clip was advanced. The leaflets could not be grasped and the leaflets would not remain captured. The clip was not implanted and was removed. Clip (10809r138) was advanced to the mitral valve. The leaflets were unable to be grasped and the leaflets did not remain captured. The clip was not implanted and was removed; however, leaflet injury worsened. Mr remains at 4. The procedure was discontinued. No additional information was provided.